Manufacturer narrative:
After the event a draeger service technician checked the device and downloaded the electronic log file. Two pcbs were replaced, pcb fendy and pcb mixer cpu. Both were returned for investigation and tested in a laboratory device without findings. The electronic log file was analyzed and the information stored therein indicated that a failure of the pcb vgc cpu was most likely the actual root cause of the reported event. Hence it was recommended to replace this pcb. In case of a ventilator failure, the device will generate a visible and audible ventilator fail alarm. Manuals ventilation and monitoring will still be able to continue the case.

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that twice during a case, automatic ventilation stopped and the machine alarmed for 'vent fail'. The ventilator reportedly started working again after the first event but after the second event, the patient was manually ventilated to complete the case. There was no patient injury reported.